Manufacturer narrative:
The reported was inadvertently filed under MFR reg # (B)(4). The correct MFR reg # is (B)(4).

Event description:
It was reported that the bearings on a manual wheelchair were not working.